Event description:
The customer's father reported that the customer went into diabetic ketoacidosis (dka) so he was taken to the ER where he was treated with an IV drip. The customer's father also reported that he could smell insulin on the pod. No further information was provided.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.